Manufacturer narrative:
Our field service engineer inspected the device on-site and confirmed the reported issue. During troubleshooting, it was found that the nozzle unit in the o2 gas module was leaking, and the nozzle units o ring was not properly seated. The nozzle unit was therefore replaced. After replacing the nozzle unit, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane is pressed against the mouthpiece by the feather spring to regulate gas flow through the module. Evaluation of the provided device logs confirmed the reported issue. The logs show that the internal leakage test failed due to excessive leakage. The replaced nozzle unit was returned for further investigation. During visual inspection, the feather spring of the returned nozzle unit was found to be bent, most likely occurring during dismantling in the field. Due to this damage, the nozzle unit could not be tested in laboratory ventilators for simulated use testing. As a result, the error could not be reproduced and inspected further. In conclusion, replacing the nozzle unit resolved the issue. Although the returned nozzle unit could not be fully tested due to the bent spring, the available information, including the device logs, indicates that the most probable cause of the failure was still related to the nozzle unit and its o ring. Therefore, the most probable cause of this complaint is considered to be associated with the nozzle unit.

Event description:
Manufacturer's ref: (B)(4) .

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).